Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain and occipital neuralgia reported seeing an informational power on reset (por) message on the patient programmer (pp) and recharger, and was unable to turn the implant on. It was unknown if the por was related to an overdischarge event. The consumer was advised to sync with the implantable neurostimulator (ins) but they kept seeing the sync screen, so it was recommended to get new batteries for the pp. Following this it was reviewed how to clear the por with the pp which resolved the issue. The consumer was then able to turn therapy back on and therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.